Event description:
It was reported by the customer that pod priming was completed; however, the needle did not deploy into the skin, and the cannula was never inserted. The customer further reported that the pink slide did not move forward, and the cannula was not visible upon pod removal. The patient's blood glucose level was 180 mg/dl at the time of the attempted pod activation. The pod was not worn. As a treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone14.5cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.